Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 431 mg/dl. Customer requested assistance with programming the pump. Customer was assisted with programming insulin pump. The customer declined to troubleshooting high blood glucose level because she took steroids and her doctor had already instructed her on what to do. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.